Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
During a coil embolization procedure, the coil stretched and it could not be removed. It was reported that the physician deployed a stent to secure the stretched portion of the coil against the vessel wall. No further information is available.

Manufacturer narrative:
The subject device remains implanted.

Event description:
During a coil embolization procedure, the coil stretched and it could not be removed. It was reported that the physician deployed a stent to secure the stretched portion of the coil against the vessel wall. No further information is available.